Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device cold not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a renal angioplasty procedure, the cutting balloon's blades would not refold properly. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified renal artery. The peripheral cutting balloon 6.00mm x 2.0cm was advanced to the lesion and the balloon was "snagged" on an existing stent from another manufacturer. Withdrawal difficulty was reported and the blades would not refold properly. The procedure was completed successfully. No pt injuries or complications were reported. The pt's status is reported as "fine".